Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported a concern with regard to "IV set fatigue under certain conditions." Customer believes that the set does not consistently hold its original form when under certain pressures and when used for longer periods of time or with certain drugs. This reportedly leads to decreased accuracy. Methotrexate is an example of a drug that seems to consistently take longer to infuse. This coincides with a general report of chemotherapeutic drugs taking longer to infuse than anticipated. It was reported that the customers understand overfill being a component in some instances but even when accounting for the volume, it runs longer than it should. The issue was reported to bd representatives during site visit. There was no information on patient involvement.